Event description:
It was reported that during a sigmoidectomy procedure, the device would not work and an unk error code was displayed. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with the blade scratched. The device was tested with a generator and no error code was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.